Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) was onsite troubleshooting instrument error messages on the cell dyn ruby analyzer and identified the mixer head had a leak. During replacement of a spare part, the fsr was punctured with the sample probe. He immediately washed the area with soap, applied pressure to the laceration, and cleaned it with an antiseptic wipe. The fsr was treated in the emergency department and was prescribed a one month course of anti-retroviral therapy. No additional impact/treatment to the field service representative was reported.

Manufacturer narrative:
The field service representative (fsr) was troubleshooting the cell dyn ruby analyzer and while reaching for the mixer inadvertently punctured himself with the open mode probe. An instrument service history review for serial number (B)(6) verified no subsequent issues have been reported related to an injury from a part, after the current issue was identified. A review of complaint and trending data associated with the open mode probe did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the information provided by service, the injury to the fse is attributed to use error as the fse¿s inattention when troubleshooting the mixer issue, attributed to his injury. Based on the investigation the cell dyn ruby analyzer for serial number (B)(6) is performing as intended, no systemic issue or deficiency of the cell dyn ruby analyzer or the open mode probe was identified.

Event description:
The field service representative (fsr) was onsite troubleshooting instrument error messages on the cell dyn ruby analyzer and identified the mixer head had a leak. During replacement of a spare part, the fsr was punctured with the sample probe. He immediately washed the area with soap, applied pressure to the laceration, and cleaned it with an antiseptic wipe. The fsr was treated in the emergency department and was prescribed a one month course of anti-retroviral therapy. No additional impact/treatment to the field service representative was reported.